Manufacturer narrative:
Film evaluation results are: the cause of the reported proximal type I endoleak could not be determined from the information provided. Pre-implant films and earlier post-implant images were not available for review and comparison. The endoleak type could not be determined from these limited images. This may have been a proximal type I endoleak, possibly caused by an inadequate proximal seal due to disease progression and the severely angulated proximal neck. The amount of neck angulation at implant is unknown. Additional cross-section images of the proximal seal were not available and a complete assessment of the initial and current neck anatomy could not be performed. Films during and post-intervention were also not provided.

Event description:
Additional information was received. It was confirmed that the endoleak was due to disease progression and changes in the aneurysm. It was also confirmed that the endoleak has resolved and no additional treatment is required. Patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52 mm diameter fusiform abdominal aortic aneurysm. The aortic neck was 24 mm in diameter proximally and distally with a length of 38 mm. It was reported that there was a proximal type ia endoleak noted during post-operative follow-up. The decision was made to perform intervention due to enlargement of the aneurysm diameter. The stent graft was not in complete contact with the proximal neck. A catheter was inserted from the right femoral artery and through the upper edge of the bifurcated stent graft body. A micro catheter was delivered to the gap followed by implant of coils from another manufacturer for embolization. A 28/28/49 endurant cuff was implanted from the right to the edge of the renal artery. Another manufacturer's balloon was used for repetitive ballooning. Although the endoleak remained slightly, the physician decided to monitor the patient because it was not viable to implant additional devices. No additional clinical sequelae were reported.